Event description:
It was reported that a patient underwent surgery in which devices were implanted. In a later surgery she had on her lower back,she had a cage, a rod and some screws implanted, it was reported that the patient started having some pain in her hands, arms, face, back, and possibly an allergic reaction.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer.